Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of cloudy effluent in a (B)(6) patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2006, the patient began treatment with dianeal pd4 ambuflex, 4l (frequency unknown), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced cloudy effluent, not requiring hospitalization. The severity of cloudy effluent was considered mild. On (B)(6) 2011, the patient began remedial treatment with vancomycin, 2gm, and gentamycin 80mg (frequency and route not reported). On (B)(6) 2011, the patient began treatment with gentamycin, 30mg daily (route not reported). On an unreported date, treatment with dianeal pd4, unknown bag, was stopped. It was unknown if the patient improved after the discontinuation. On an unreported date, dianeal therapy (lot number, dose, and frequency not reported) was reintroduced. At the time of this report, the patient's cloudy effluent was ongoing and improved. The action taken with dianeal pd4 ambuflex was not reported. The patient's concomitant medications were unknown. The reporter did not provide an assessment of causality for the event of cloudy effluent and the relationship to dianeal pd4 amblufex therapies.